Event description:
The manufacturer's representative reported the patient was experiencing increased pain for some time. At refill, the correct amount of medication was in the pump. The hcp did rotor studies x2, and confirmed a rotor stall. A follow up report will be sent when additional information is received.